Event description:
A 1 mm piece of plastic insulation material broke off a da vinci curved bipolar dissector. It has been brought to my attention that this is not the first occurrence of this nature with da vinci instrumentation.